Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, a balloon trawl was being performed in the common bile duct and the catheter snapped immediately below the balloon. The catheter portion of the device was removed successfully. However, the balloon portion and distal tip of the device detached and fell into the duodeum; the fragments were left to pass naturally. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.